Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this left bundle branch lead had moved after implant. This lead was repositioned into the septum and the right ventricular lead was surgically abandoned for future use in case it is needed. The lead is not connected to the cardiac resynchronization therapy pacemaker. No additional adverse patient effects were reported.